Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the stimulator housing moved from its intended position and therefore was causing pain at the pinna. Further it is reported that the hearing performance was not satisfactory however this was most likely due to unrealistic expectations. This is a final report.

Event description:
The user experienced a decreasing in hearing performance over time and the implant housing was too close to the pinna. The device probably moved a long time ago and the user complained about it, reporting pain on the pinna while using the behind-the-ear processor. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user experienced a decreasing in hearing performance over time and the implant housing was too close to the pinna. The user has been re-implanted with a new device on (B)(6) 2021.